Manufacturer narrative:
Concomitant medical products: product ID 97792, lot# n462197, implanted: (B)(6) 2014, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that during the revision surgery, the healthcare provider (hcp) wanted to test the impedances but the battery was overdischarged (od) per the rep and the hcp didn't want to bring the device out of od due to time and the risk of infection. The hcp implanted a new non-rechargeable implantable neurostimulator (ins). The patient stated that he just charged the ins but it was dead. The patient had not charged the system for over 6 months. The overdischarge was caused by patient error.